Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issue was found in tubes: fm in gel x4".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-14. H6: investigation summary: bd received 4 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'foreign matter (fm)' with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for 'fm' with the incident lot was observed. The root cause of the brown fm in the tube is loose dirt coming from a surface during the assembly process. Better housekeeping has been implemented in the tubes department. The embedded fm (black spot) in the tube occurred during the injection molding start-up process with inadequate purging of the line. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text: see h10.

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issue was found in tubes: fm in gel x4."